Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent partial mesh removals on (B)(6) 2005, (B)(6) 2005, and (B)(6) 2006.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and pelvicol was implanted. It was also reported that the patient underwent another gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat periurethral scarring, mixed urinary incontinence, and cystocele. It was also reported that at the time of mesh implantation the patient underwent the concurrent procedures of transvaginal urethrolysis, cystocele repair, pelvicol support of cystocele repair, sacrospinous ligament fixation, harvest of rectus fascia, pubovaginal sling, and rectus fascia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced persistent urinary retention.

Event description:
It was reported that following insertion the patient experienced persistent urinary retention.